Manufacturer narrative:
Problem code captures the reportable event of stent deployed prematurely. According to the complainant, the suspect device remains implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent has been implanted to treat a neoplastic lesion of gastric antrum during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the stent was placed during an in patient procedure to observe the patient's pathology. The patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the delivery system was positioned in the target lesion; confirmed under endoscopic and fluoroscopic view. During stent deployment, it was observed that the stent failed to fully deploy. Reportedly, the physician performed different maneuvers to release the stent inside the patient, however, the stent was still not fully deployed. The physician decided to remove the delivery system out from the patient. During the removal of the device, the stent was prematurely deployed in a different area than the target location. Reportedly, the stent remains implanted. There were no patient complications as a result of this event. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4). A wallflex duodenal delivery system was received for analysis; the stent was not returned. Visual examination identified no issue with the delivery system. Per analysis, the reported event of "stent deployed prematurely" was unable to be confirmed. The investigation concluded that the reported event was likely due to procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. (Catalog number) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent has been implanted to treat a neoplastic lesion of gastric antrum during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the stent was placed during an in patient procedure to observe the patient's pathology. The patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the delivery system was positioned in the target lesion; confirmed under endoscopic and fluoroscopic view. During stent deployment, it was observed that the stent failed to fully deploy. Reportedly, the physician performed different maneuvers to release the stent inside the patient, however, the stent was still not fully deployed. The physician decided to remove the delivery system out from the patient. During the removal of the device, the stent was prematurely deployed in a different area than the target location. Reportedly, the stent remains implanted. There were no patient complications as a result of this event. The patient was reported to be in stable condition following the procedure.